Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Eight endoanchors were implanted prophylactically in an endurant stent graft. An ibd was also implanted on the left side. A follow-up x-ray one month later showed no issues. A follow-up x-ray was taken 15 months post index which showed that two endoanchors were missing from their implant location. This was not initially noticed but was realized when the scans were reviewed again months later. A full CT scan to include the lower limbs is planned to be performed to locate the missing endoanchors. Per the physician, the cause of the event cannot be determined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported endoanchor dislodgement could be confirmed on the films provided; however, the exact cause of the event could not be determined. Images during implant of the endoanchors were not available for review. Lack of pre-implant CT¿s did not allow for a thorough assessment of the level of calcification and or thrombus in the patient's aortic neck. It is possible that the event was anatomical related; implanting within irregular thrombus and/or calcification may compromise endoanchor penetration or fixation. Possible procedural related causes include not positioning the guide and applier 90° perpendicular to endograft, engaging areas of loose fabric or fabric not in apposition to the native vessel wall or engaging a stent, and not maintaining constant position, pressure support throughout the endoanchor deployment sequence. The contrast observed in the aneurysm sac is cons idered to be a type ii endoleak from the patent accessory renal arteries and other surrounding lumbar arteries. Additional information received: the physician thinks that calcium where the endo anchors were implanted may have contributed to the dislodgement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.